Event description:
It was reported the device was used during a laparoscopic hernia. It was reported the eas staples did not fire correctly. The instrument jammed. The case was completed with a new stapler. There was no consequence to the pt.